Manufacturer narrative:
The device remains in patient.

Event description:
A patient presented in the hospital prior the procedure with neurologically intact but multiple biological morbidities. It was reported that the patient experienced hyperdensity in the area of basilar artery and y stent and multiple posterior circulation infarcts with occlusion of the basilar artery approximately five months after the procedure of stenting for the basilar apex aneurysm. The patient was given integrilin and restarted plavix as a result of the post-procedure complications. Then approximately one month later, the patient deceased from a stroke. In the physician¿s opinion the occlusion of the basilar artery was due to discontinuation of plavix and related to the subject device, the patient¿s death with stroke was possibly related to the subject device.

Manufacturer narrative:
Expiration date: added. Manufacturing date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Based on the additional information provided there was no allegation of a malfunction with the stent. The reported patient death, thrombosis and stroke are known risks associated with endovascular procedures and are listed as such in the device directions for use. Therefore, an assignable cause of known inherent risk of procedure has been assigned to the reported patient death, thrombosis and stroke.

Event description:
A patient presented in the hospital prior the procedure with neurologically intact but multiple biological morbidities. It was reported that the patient experienced hyperdensity in the area of basilar artery and y stent and multiple posterior circulation infarcts with occlusion of the basilar artery approximately five months after the procedure of stenting for the basilar apex aneurysm. The patient was given integrillin and restarted plavix as a result of the post-procedure complications. Then approximately one month later, the patient deceased from a stroke. In the physician¿s opinion the occlusion of the basilar artery was due to discontinuation of plavix and related to the subject device, the patient¿s death with stroke was possibly related to the subject device.